Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that three days post implant this right ventricular (rv) lead exhibited an increase in pacing threshold measurements, decrease in r-wave measurements, and increase in pacing impedance measurements. An x-ray was performed with no anomalies noted, however micro-dislodgement was suspected. The pocket was reopened and the lead was successfully repositioned. No additional adverse patient effects were reported.